Event description:
During an lsh procedure while using the pks plasmasord device, the inner morcellator trocar gasket, lower left section detached and fell into the patient. The gasket piece was recovered with no harm to the patient.

Manufacturer narrative:
The device is currently being held by the facility's risk management department. They will not release the device for evaluation. Multiple attempts to obtain further information from the hospital have been unsuccessful. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.